Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced kidney infections, urinary tract infections, urinary urgency problems, pain, incontinence, urinary incontinence, difficulty with daily activity, physical deformity, and loss of ability to perform sexually. The device severed the patient's urethra, requiring emergency surgery.

Event description:
Additional information received on 12/28/2022 provided the following information: between 10/06/2020 and 11/26/2021 the patient is experiencing dysuria, worsening incontinence, hematuria, nausea and extremity swelling, urinary retention and abdominal pain.